Manufacturer narrative:
D10 concomitant product: unknown estitch, unknown endo stitch instrument (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure for the closure of the vaginal cuff, a component of the vloc suture fell into the cavity of the patient. The component was successfully retrieved with graspers. The issue was resolved by using another vloc suture to complete the case. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one suture and one needle. The needle was returned broken at the swage and detached from the suture leader. Both halves of the needle were returned. It was reported that the needle disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of needle broken. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.